Event description:
It was reported that there that during flap creating procedure, there was a suction loss the last two (2) seconds of the right eye. Procedure was not successfully completed. They reported patient had no complications or required medical or surgical intervention.

Manufacturer narrative:
The clinic is reporting this issue only and did not request or require field service. Application support manager contacted account and it was too late to reattempt side cut only or re-raster. Discuss with the account and left the decision up to surgeon about converting patient to photorefractive keratectomy (prk). No loss of uncorrected or best corrected visual acuity. Treatment to be completed at a later time. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: a review of the records related to this equipment shows the system met manufacturing release criteria. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. No failure detected. All pertinent information available to abbott medical optics has been submitted.